Event description:
It was reported that a motor device was "shutting off when put in heptic mode." The reporter was unable to clarify if the malfunction occurred during pre-surgery check or surgery. It was unknown to the reporter if there were any delays in a surgical procedure. A spare device was available for use. No injuries or medical intervention were reported. The reporter was unable to determine the date of this event, but was able to confirm that the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Visual and functional assessments were performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.